Event description:
The focus radiation treatment planning (rtp) system is sending incorrect data to elekta linear accelerators under certain conditions that could result in a patient underdose. No patients have been incorrectly treated as a result of this malfunction.